Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 46011 on startup. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software error related to the battery. As a result, the battery was recharged. The service history review had no indication that the complaint was related to a service of the device within the review period.